Event description:
It was reported that during an intraoperative deep brain stimulation procedure, high extension resistance was detected on an intraoperative resistance check. The extension lead was replaced the same day to complete the surgery, and the issue was reported as resolved. The patient was reported alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Analysis of the extension (s/n: (B)(6) found insignificant anomaly; there was a setscrew missing from connector block #2 at the distal end of the extension. Additional review indicates this information was already reported in manufacturer¿s report #2649622-2026-08860 with incorrect product information. Therefore, a new report is being submitted with the correct product information. Any additional information regarding the event will be submitted as a supplemental submission to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.